Manufacturer narrative:
The investigation into the a/c power issue has been completed. The automated impella controller (aic) was returned for investigation. Device analysis: the console was booted and the same behavior occurred in house. Console booted with the triggering alarms noted above. Console battery level was at 50%. Console was opened and interior connections were inspected, all connections were ok. Console was further taken apart and the pbm was inspected, and corrosion was found leaking from the super capacitors. This corrosion damaged both sides of the board. Pbm sn: (B)(6). This sn is within range of the known board affected by leaking super capacitors. Complaint cause was due to corrosion near the c69 and c70 supercapacitors on the charger. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. While on support, the aic experienced a controller failure red alarm and battery failure red alarm that was resolved by switching to a backup console. There was no report of patient harm or injury.